Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to due to an implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Health professional additionally reported rupture and "calcified" capsule. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Health professional additionally reported rupture and "calcified" capsule. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, red particles on the shell and fold creases. A weight test of the device verified the device was underweight. A microscopic analysis was performed which identified one opening crease sharp and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.